Event description:
Complainant claims the tip of the impactor broke off during surgery. The tip was retrieved from the patient; surgery may have been delayed by this event. No injury to the patient was reported.